Event description:
It was reported that the radiofrequency programmer head originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head failed uplink tests and was unable to recognize devices and it was noted that the cable needed to be replaced. The programmer head was sent on for the repair and restock. (B)(4).